Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed over a month ago, though the exact date is unknown. During the procedure, the clip was difficult to deploy. Additionally, it was noticed that a screw detached after deployment. The procedure was completed with the original resolution 360 clip. No patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts. It was reported that following a demonstration to the physician on proper technique; there has been no recurrence of this incident.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of the clip difficult to release from catheter.